Manufacturer narrative:
(B)(4). Batch # e9f62m. The handpiece was received with nose cone cracked and the mount was noted to be loose. Due to the condition of the handpiece, no instrument could be attached to the handpiece for testing. Therefore, no functional testing could be performed. The handpiece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the gap between nose cone and mid housing. Torquing of a disposable resulted in the turning of the handpiece transducer assembly. This resulted in the internal wires getting disconnected. This caused and open circuit condition which disabled the instrument. This resulted in the alert screen. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. A batch history record review was performed and a protocol was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or nc related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the harmonic hand piece and dissecting hook were used in a surgery case. Everything seemed to work fine until the nurse had to remove the dissecting hook from the hand piece. The nurse noticed a hairline crack on the hand piece, she could not remove the dissecting hook from the hand piece. There was no adverse consequence to the patient reported.